Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a common femoral artery (cfa) with eccentric stenosis and short-medium length lesions. The oad was used for three low speed, three medium speed, and two high speed treatments. After the final treatment, the oad crown self-activated and started spinning after the final treatment was performed. The oad had to be powered off by powering off the saline pump. After the oad was powered off, the physician was unable to get the oad to spin again despite multiple attempts with switching the saline pump off and on and unlocking and locking the guide wire brake lever. There were no patient complications as a result of the event.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported self-activating spin event was confirmed. The reported device remaining activate and unexpected shutdown ¿ stopped spinning appear to also be related to the start switch moisture ingress. Production record and corrective and preventative actions (CAPA) reviews were performed. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported self-activating spin event appears to be related to a potential product quality issue. Visual analysis of the start switch found evidence of moisture ingress with green corrosion at the feet of the dome switch. Engineering review of the device data log identified a start button press event with no release event at the end of the procedure. The device spin is ended by a 48v power loss, which is consistent with complaint details stating that the pump was turned off to stop the oad. An ncmr has been initiated to further investigate the potential product quality issue and corrective action, if any, will be determined per internal operating procedures. Correction: g1 updated: h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) crown self-activated and started spinning after the final treatment was performed. The oad had to be powered off by powering off the saline pump. After the oad was powered off, the physician was unable to get the oad to spin again despite multiple attempts with switching the saline pump off and on and unlocking and locking the guide wire brake lever. There were no patient complications as a result of the event.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.